Event description:
An elderly male patient with history of type two diabetes mellitus (dm2) and hypertension and presented with non- st-elevation myocardial infarction (stemi). While having a " coronary artery bypass grafting x4 with left internal mammary artery to left anterior descending coronary artery, reverse saphenous vein segments to first diagonal, second obtuse marginal and right coronary arteries endoscopic vein harvesting, greater saphenous vein, left leg., "vasoview hemopro cautery tip broken while in use" tip came apart.